Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor or charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a bent pin 2 of the j2 connector. The root cause for the damaged housing was excessive force. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a (B)(6) patient's battery would not power up a monitor.